Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log. The device was tested and found to function as designed. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that there was no device malfunction. Therefore the device is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04874 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.